Event description:
It was reported that the patient was undergoing lower extremity vascular surgery (thrombectomy) due to concern for arterial occlusion. During a portion of the procedure, after evacuating thrombus, the catheter passed proximally in the femoral artery when it became lodged and could not be removed after multiple attempts. Femoral arteriotomy was performed to locate the catheter which was in the profunda femoris artery. Profunda was dissected, but the tip of catheter could not be released with attempts to pass embolectomy catheters proximally to it or with instrumentation used to dislodge it. The catheter was pulled from the artery, and the balloon section was noted to have been separated from the catheter shaft. It could not be palpated in the profunda. Length of the catheter was compared by markings with another 4fr embolectomy catheter on the field to determine that approximately 1.5-2cm balloon tip segment remained in the patient. The part of the vessel where the catheter became stuck contained an area of calcified plaque. The catheter tip is believed to be retained in a small arterial branch off the profunda vessel and is not believed to present risk of harm to the patient going forward. No other issue or injury to the patient was reported.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The damage is likely due to excessive pull force during the procedure. It was stated that the area where the balloon became stuck was in an area of calcified plaque. Therefore, it is likely that the failure occurred due to additional pull force being used while attempting to remove the catheter from the calcified plaque. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.